Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 4.4 mmol/l and 26.0 mmol/l within 10 minutes on the aviva expert system. No adverse event reported. The test strip information was not provided. Requested return of suspect device.